Event description:
The multifocal intraocular lens was removed and replaced with a monofocal, due to the patient's intolerance of halos and glare.

Manufacturer narrative:
Lens was received and evaluated, no defects noted. The lens met all device manufacturing specifications prior to release. Halos and glare are a known, and labeled possible side effect of multifocal lens implantation.